Event description:
Patient received dose of morphine via the green cap on stopcock. Medication given and when withdrawing blunt cannula from green cap, blunt cannula shaft detached from the rest of the cannula body and was left in green cap. Cannula shaft removed from green cap.